Manufacturer narrative:
The reported events of loss of pacing, low pacing lead impedance and lead damage were confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths. Destructive analysis of the lead found damaged inner insulation at suture tie region. The cause of the reported events was due to damaged inner insulation cause by overtighten suture consistent with procedural damage.

Event description:
It was reported that the patient experienced syncope resulting fracture of the patient's hip. The physician suspected the syncope was due to loss of pacing on the right ventricular (rv) lead. Abbott technical support was contacted, session records were reviewed, and low pacing impedance was also noted on the rv lead that had been address by reprogramming of the device. The physician suspected rv lead damage, however, it is unknown if any rv lead anomaly was observed visually or with diagnostic imaging. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.